Manufacturer narrative:
The catalog code provided (466p306x), represents an unknown trapease filter. The catalog and lot numbers for the actual product used in the procedure are unknown. Complaint conclusion: as reported by the legal department, the plaintiff underwent placement of trapease vena cava filter on or about (B)(6) 2005. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, filter tilt, filter embedded in the wall of the inferior vena cava (ivc), filter unable to be retrieved, blood clots, clotting and occlusion of the ivc filter. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The product was not returned as it remains implanted in the patient. A device history record (DHR) review could not be conducted as a lot number was not provided. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Deep vein thrombosis does not represent a device malfunction. The reported thrombosis could not be confirmed without films for review. Factors that may have influenced the event include patient and pharmacological. Without procedural films for review, the reported retrieval difficulty could not be confirmed. However, the cordis trapease permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the difficulty experienced by the customer. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, plaintiff underwent placement of trapease vena cava filter on or about (B)(6) 2005. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, tilt, filter embedded in wall of the ivc, filter unable to be retrieved, blood clots, clotting and occlusion of ivc filter. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.